Event description:
It was reported that a patient, with a thoracic fracture and some pre-operative bone retropulsion in the canal, underwent a kyphoplasty procedure. An increase in the amount of bone retropulsion post-operatively was observed, and the patient suffered some neurological deficits. The physician performed a decompression surgery and the neurologic deficits resolved. No additional information was provided.

Manufacturer narrative:
Device not returned.